Manufacturer narrative:
During the previously reported revascularisation the popliteal 2 (l-3) was treated and not the l-1 as previously reported.

Manufacturer narrative:
Previously reported tvr occurred approximately 5 weeks post index procedure not 8 days later. The event is resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to the index procedure, a complete se stent was implanted into the left popliteal. A target lesion revascularization of the sfa and popliteal was carried out using an in.pact admiral paclitaxel eluting balloon catheter. Approximately 46 months post index procedure the patient suffered from stenosis of popliteal left artery. Approximately 8 days later a target lesion revascularization was carried out in the popliteal (l-1) using an in.pact admiral paclitaxel eluting balloon catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.